Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) gave initial adc (analog to digital conversion) high error on co2 (carbon dioxide) results. Customer reported that they reran the same patient samples and obtained erratic results. Customer reported that they reran the samples on the other dxc and the co2 results did not correlate. Customer reported that the dxc 600i generated erroneous sodium, chloride, and calcium results. Customer reported that erroneous results were not reported out of the laboratory. Customer reported that the incident prompted them to perform electrolyte maintenance. Customer reported that they found fluid leaked out from the co2 electrode port on the flow cell. Customer reported that the volume of the leak was two cubic centimeters. Bec cts (customer technical specialist) advised the customer to inspect co2 electrode parts. Customer then reported that the co2 membrane retainer had a crack. Customer reported that they have a spare part for replacement. Cts advised the customer to re-install the co2 electrode, replace the co2 alkaline buffer reagent, prime all electrolytes, co2 acid, alkaline buffer. Cts advised customer to recalibrate all electrolytes, run quality controls (qc) and monitor patient results. Customer reported that co2 calibrated, qcs were in range, patient results were fine and no leaks were observed after the repair. There was no report of any adverse event or injury requiring medical intervention or patient treatment.